Event description:
While on scene with patient - unstable tachycardia following als protocols trying to cardiovert pt medic5 monitor would not charge to selected level. Attempt tried numberous times with no success. Medic5 requested intercept with medic4 paramedics. Intercept made and proper care established with cardiac monitor from medic4. Monitor eval by physio. No error detected. Documentation and complete code summary taken by physio rep to report to hq and notice sent to FDA.